Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer did not address the elevated bg at time of report. Technical support assisted the customer by providing pump reset information and helped reset the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if any malfunction code recurred.